Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-06439. Follow up information identified the patient's entire system was removed due to the infection at the occipital lead site.

Event description:
Device 1 of 2 reference MFR report: 1627487-2016-06439 follow up information identified the patient continues to be treated by a wound care specialist.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06439. Follow up information identified the still has a wound on the back of her head. She is being treated by a wound care specialist.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06439. It was reported the patient is having wound healing issues with oozing at the occipital lead insertion site. There is no pain associated and the tissue looks healthy. The patient has been referred to a wound care specialist.